Manufacturer narrative:
Correction: h6 - previous report was missing medical device problem code 1069 - break.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for follow up with the right atrial lead exhibiting noise. Lead damage was suspected. No interventions were made. There were no patient consequences.